Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, a partial lead (only connector portion) was returned in one piece. Visual inspection of the partial lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.